Event description:
Healthcare professional reported that during endoscopic sinus surgery, when in use the blade wobbled. They opened another handpiece to try but had the same result. Then they opened another package of the same blade and it worked properly. No broken pieces of the reported product remain inside the patient's body. There was a delay of 5 mins and no patient impact. Additional information received that the surgeon started the surgery with the affected blade, blade was used for first time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.